Event description:
It was reported that one week after a laparoscopic gastric bypass procedure, the pt contacted the surgeon's office feeling ill. The surgeon sent the pt to the ER at the account. During the initial procedure, a leak test was performed and the case was completed with no pt consequence. The pt was taken into the or where a leak was found at the gastrojejunostomy. The stapleline was oversewn. The pt is still in the hospital. The device was discarded. An attempt was made to gather add'l info around the pt's current status and event details, but no further info could be obtained.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. Device not returned. Eval summary: as a lot number was not received, a device history review could not be performed.